Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported three no delivery alarms that occurred during a bolus. The blood glucose reading was 332 mg/dl. Customer stated that the issue was resolved by a complete set change and was unable to troubleshoot. Nothing further was reported.